Manufacturer narrative:
See d4 expiration date, d9, h2, h3, h4 and h11. Complaint has been evaluated and is similar to: MDR report 508-32-204, s110 threads damaged/galled, primary surgery. The reported device was returned to djo surgical for evaluation. Examination under magnification shows elevated material that can negatively affect the mating between other threads. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. The dhrs evidence that all critical dimensions and specifications were met when all components were released from djo surgical. Inspection sheet shows the baseplate threads are subject to 100% inspection. Complaint database show that this is the first complaint against the reported lot number. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Primary surgery - baseplate would not accept glenosphere locking screw.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.